Event description:
It was reported that, axel is not locking the wheel on to the chair consistently (right side).per customer report and video, the qr rear wheel won't lock into place.

Manufacturer narrative:
It was reported that axel is not locking the wheel on to the chair consistently (right side). Per customer report and video, the qr rear wheel won't lock into place. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.